Event description:
The affiliate reported: patient was implanted with prog shunt + bactiseal catheter - (B)(4) and the setting has been increased or decreased on regular basis by surgeon and recently it was set on 200mmh20 and still there is csf over drainage. The surgeon has called for a surgery on (B)(6) 2014. As per the patient the surgeon is going to make a small incision and going to take out part of shunt and try to pinch it so as to stop its flow.

Manufacturer narrative:
Please be advised that product code 82-3072 has been added as a concomitant device.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.